Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from unspecified location. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from february 09, 2019 ¿ february 12, 2019. H10: the actual sample was received for evaluation. The bag was sliced in front of the bag where the customer likely drained the contents. Unaided visual inspection was performed which revealed a leak at the spike port cap from the base of the spike port. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.